Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a device alert. The patient was not harmed or injured as a result of the event. No additional information has been received at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).